Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a follow-up, episodes of non-sustained rv oversensing due to post-paced t-wave oversensing were observed on a stored egm. The patient was unharmed from the episodes. Programming changes were recommended. The device remains implanted.